Manufacturer narrative:
(B)(4).

Event description:
It was reported that forward firing was observed @ 11 minutes of use. 96,000 joules of use. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.